Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 31 january 2017. The representative found an intermittent issue on the imaging system where the standalone power control board does not always energize. To resolve the reported issue, the medtronic representative replaced the standalone board and the atp board. The imaging system then passed the system checkout and was found to be fully functional. The atp board and standalone power control board have not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the imaging system would not pass standalone mode when starting up. Restarting the system three times resolved the reported issue. The reported issue occurred during a spinal fusion. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The suspect standalone board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.